Event description:
The following event was reported to implantcast gmbh: "the slap hammer adapter m5 broke off during the application for explantation in the offset adapter and can no longer be unscrewed from the glide hammer. The explantation was continued without explantation instruments." Note: further information was given regarding this case: implanted are a ha stem, a metaphyseal cone, an offset adapter and a tibia component. It was planned to explant everything except for the metaphyseal cone. The explantation should be carried out through the opening of the metaphyseal component. As the adapter for slap hammer has broken off, this was no longer possible. Instead, the bone of the patient was windowed distal the implant system to explant everything from below. Therefore, the event led to more bone removal as initially planned.

Manufacturer narrative:
According to the description of the event, an adapter for the slap hammer broke off during the explantation process of the implants. This led to more bone removal of the patient as the tibial bone had to be windowed. The adapter for the slap hammer was provided for an optical examination. The tip of the product with the threading part has broken off. The fracture surface looks rough with little to no hammering spots. It is known that the fracture of the adapter for the slap hammer occurred during the process of explantation. It is further known that the patient had a ha stem, a metaphyseal cone, an offset adapter and a tibia component implanted. All of these implants except for the metaphyseal cone had to be explanted and it was planned to explant the ha stem and the offset adapter through the opening of the metaphyseal cone. Since the adapter for the slap hammer broke off, this was no longer possible, consequently, the tibial bone had to be windowed distal the prosthesis in order to explant the ha stem and the offset adapter from below. The manufacturing documents and the material certificates of the adapter for the slap hammer were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no failure of the design or during the manufacturing of the adapter for the slap hammer could be determined. It can only be assumed that the malfunction can be regarded as a random failure with regards to the adapter for the slap hammer. During the explantation process, strong forces are applied to the adapter. The product was in use for less than half a year when the issue occurred. This event was assigned to the error pattern "break of the instrument" in the associated risk management.